Event description:
It was reported that the patient presented in clinic for a follow up. The atrial lead was capped (B)(6) 2009. Additional information was requested, but not available. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.